Event description:
Iit was reported there was an under infusion. Customer states they had about 30-40 ml left in the bag, even after alaris pump read the expected volume to be infused, 312 ml had been infused. There was patient involvement however there was no harm. Bd later learned the following information from due diligence: the medication was iron sucrose inj 1mg/ml and was programmed manually using the guardrails drug library. The medication was initiated at 1257 and stopped at 1435. It was intended to run over 90 minutes at 200ml/hr to infuse 300ml of medication. In 98 minutes of infusing, the pump volume infused read 315ml but there was volume of medication noted in the bag that was still remaining to be infused. There were no noted interruptions or beeping noted during the infusion.

Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, is combination product?, medical device model #. Annex b: b21 annex c: c21 annex d: d16 additional information: relevant tests/laboratory data, concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25 annex g: g07001 annex b: b01, b14 annex c: c19 annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through log review and was not replicated during laboratory testing. Laboratory testing showed the suspect pump module was delivering fluids within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal inspection of the suspect device did not identify any irregularities. The event was reported to have occurred on 8 may 2025, between 12:57 pm and 2:35 pm. A review of the pump module error log showed no records related to the reported issue. A review of the pcu event logs showed that, on 8 may 2025, at 10:55 am, the concomitant pcu was powered on and the suspect pump module was attached and assigned with channel b, the profile in use was identified as ¿tch acute care¿. Between 12:53 pm and 12:56 pm, the suspect pump module was selected and a guardrails drugs (iron sucrose) was programmed for 90 minutes of duration with the following parameters: drug amount of 300 mg, diluent volume of 300 ml, patient weight of 52 kg, concentration of 1mg/ml, rate of 200ml, volume to be infused (vtbi) of 300 ml, dose of 5.7692 mg/kg, duration of 90 minutes. At 1:09 pm, the user updated the vtbi to 225 ml, the infusion was started with a primary volume infused (pvi) recorded of 44.751 ml. At 2:17 pm, the infusion was completed on schedule and transitioned to keep vein open (kvo) with pvi of 269.775 ml. The user updated the vtbi to 20 ml. At 2:24 pm, the infusion was completed on schedule and transitioned to kvo with pvi of 289.965 ml. The user updated the vtbi to 20ml twice. Between 2:31 pm and 2:33 pm, the infusion was completed on schedule and transitioned to kvo with pvi of 311.922 ml. The user pressed pause and then pressed restart. Finally, the user pressed channel off to channel b. Between 2:43 pm and 3:51 pm, the user pressed options then selected power down all channels. Pvi of 315.972 ml. The alaris¿ system user manual (v12.3.2), notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also notes that rate accuracy can be affected by: temperature and viscosity of the IV solution height of the pump in relation to the patient height of the solution container in relation to the pump back pressure related to the infusion set and the IV catheter use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in an inaccurate fluid delivery or other potential. Follow proper infusion set loading instruction and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported of an under infusion was not determined or replicated. Laboratory testing showed the suspect pump module was delivering fluid within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an under infusion. Customer states they had about 30-40 ml left in the bag, even after alaris pump read the expected volume to be infused, 312 ml had been infused. There was patient involvement however patient harm is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.